Event description:
An incident occurred during a ureteral stent placement involving an introducer sheath. The sheath was placed without incident and a 6 fr stent was advanced through the sheath with difficulty. Much resistance was encountered during advancement of the stent. Eventually the stent was placed and placement was confirmed under fluoroscopy. Upon removal of the sheath resistance was encountered. Continual exertion resulted in the hub and strain relief detaching from the sheath which remained in the pt. The spring from the hub remained on the guide wire inside of the pt. A balloon catheter was advanced over the wire and used to retrieve the spring. The introducer sheath could not be located and after further examination it was found the sheath remained around the stent. The sheath and stent were removed as a unit and another introducer sheath and stent were used successfully. The pt experienced no sequelae as a result of this event.